Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Rep reported that the cam pulled out of the core of the valve. It was noted that it was likely due to the technique used when sutured to the facia while being used in the lumbar space. It was noted that the device had been implanted approximately 3 years ago. Product is available for evaluation.